Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a quick functional check showed circulation pump command was 41 percentage and they indicated that was lower than expected. They had removed the fluid delivery line off the device and monitor inlet pressure. The inlet pressure in stop mode with no fdl connected varied wildly from -0.5 up to -5.2. They discussed that was indicative of a failed pressure transducer and as the device was under warranty they would ship a loaner and bring this device back for warranty repair. Biomed stated that device was getting very low or no flow. Biomed was using neonatal pad, when pads were removed: flow rate: 1.6 circulation pump command 32 percentage inlet pressure was -7. Biomed requested a link to the arctic sun device service manual.

Event description:
It was reported that the arctic sun device had a quick functional check showed circulation pump command was 41 percentage and they indicated that was lower than expected. They had removed the fluid delivery line off the device and monitor inlet pressure. The inlet pressure in stop mode with no fdl connected varied wildly from -0.5 up to -5.2. They discussed that was indicative of a failed pressure transducer and as the device was under warranty they would ship a loaner and bring this device back for warranty repair. Biomed stated that device was getting very low or no flow. Biomed was using neonatal pad, when pads were removed: flow rate: 1.6 circulation pump command 32 percentage inlet pressure was -7. Biomed requested a link to the arctic sun device service manual.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty pressure transducer. The device was evaluated and the reported issue was confirmed as no flow and slow slow were observed. The pressure transducer was replaced. A DHR is not required as this is not an out-of-box failure. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected